Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer's mother advised there is no adhesive on the head set and she cannot put it on her child. Mother confirms the head set cannot be affixed as there is not glue in it. No adverse event alleged. A request was made for the return of the device.